Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: rvdr01 implantable pulse generator (B)(6) 2012. (B)(4).

Event description:
It was reported that the right atrial lead had a sudden increase in threshold. The lead was repositioned and remains in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.